Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the customer reported that the battery was replaced was not confirmed or duplicated by baxter service personnel; however quality engineering has confirmed, after review of the service evaluation, that failure code 199:xxx was the as determined problem code. The root cause of the failure code 199:xxx condition was found to be depleted main batteries. The main batteries and harness were replaced to correct this condition. The user interface module software version is 6.13.90 - remediated colleague 2006. A service history review revealed no previous service events were related to the reported condition. However, during a previous service the main batteries and harness were replaced. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump in which the battery was replaced. This condition was found during programming/setup of the device in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.